Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that multiple power source alerts occurred. Usb cable, power adapter and outlet were changed. Pump battery was charged. Customer's blood glucose was within range (value not provided).